Event description:
The rptr states: "dr performed ethmoidectomy and packed nose post-op with merocel (sponge). Removed merocel (sponge) after one week. Dr noticed adhesions after three weeks then placed merocel in nose. Thirty-six hrs later pt had the beginnings of a toxic shock syndrome. Merocel was removed and antibiotic therapy began. Dr believes merocel causes a problem."